Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient was not able to communicate with the recharger. The last time the patient felt stimulation was within the last week prior to (B)(6) 2017. The last successful charge session was the last week prior to (B)(6) 2017. The patient¿s reason for not recharging was that she did not bring the equipment with her when she traveled. She was gone for a week and typically recharged every three days. The patient said she checked it and it was half full so she went to recharger and was unable to. When she tried the patient programmer she got the poor communication screen. The patient was redirected to follow-up with a healthcare professional for a device check.